Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 375 mg/dl. A manual injection was administered to address elevated bg level. As tandem technical support was not contacted at the time of the reported issues, troubleshooting was unable to be performed to determine a possible cause of the occlusions. The customer disconnected from the pump and reverted to manual injections for insulin therapy.